Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the stent implant was returned for evaluation. Stent dislodgement was confirmed. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers. It may cause coating damage, contamination or stent dislodgement from the delivery balloon. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an unspecified lesion in an unspecified vessel. The 3.25x23mm xience xpedition stent delivery system (sds) was advanced to the lesion and was pressurized. After intravascular ultrasound (ivus), the procedure was completed. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. The following day, angiography was reviewed and it was noted for the first time that the stent implant was not in the lesion. The garbage bin was checked and the stent implant was found inside the protective sheath, as it had dislodged during unpacking. It is currently unknown if additional percutaneous coronary intervention (pci) will be performed in the future to deploy a stent implant. There was no additional information provided.